Manufacturer narrative:
D9 - date returned to mfg - 14 nov 2024. Investigation summary: customer returned a drawing showing the location of the leak, basically is coming from the y-clave and tube connection, no additional damage or anomalies were observed. Five (5) new list# cl3960, oncology kit were returned for evaluation. As received no physical damage or anomalies were observed. No mating device was returned for evaluation. The returned sets were tested as per procedure and no leaks from any tube connection or anywhere else were confirmed. Complaint of leak cannot be confirmed or replicated. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved oncology kit w/60" (152 cm) appx 2.2 ml, smallbore ext set w/chemolock¿ port, clamp, anti-siphon valve, spiros®; chemolock¿; syringe transfer set w/microclave®, chemolock¿ port where the customer reported a leak from tubing. It was noted that about 23 hours after starting the pump, the patient noticed that it was leaking in the tubing and stopped the pump. The medication that was leaking was a 5-fluorouracil with ndc number 63323-0117-61. It was also noted that the tubing had fallen out of the piece that connects to the blue connector. It was noted that there were 3 leaks with the tubing when the patient was at home during infusion. There was patient involvement, and unknown human harm. This is the second of two events.

Manufacturer narrative:
The device is available for evaluation- it has not been received.